Event description:
On (B)(6) 2011, leica microsystems received a complaint from sa pathology regarding sub-optimal tissue processing from two (2) protocols, which started on (B)(6) 2011 and completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). Info provided to leica microsystems by the complainant suggests that a use error involving incorrect manual reagent replacement may have occurred. At this time, leica microsystems, has not been able to ascertain whether the tissue sample exhibiting sub-optimal processing were diagnosable, because the complainant does not wish to provide this info. Investigation of this complaint by leica microsystems is continuing.